Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method, if necessary, while technical support arranged a replacement pump with updated software.